Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex set, air was observed in the return line. It was further reported that unspecified ¿difficulties to priming the set¿ occurred, requiring at least four attempts to remove the air. It was reported an unspecified alarm was generated. Despite multiple attempts with a syringe, air was still present in the set at the return line level after approximately 12 hours. The level was decreasing within the degassing chamber. Treatment was ended with a blood loss of 93 ml, which required a blood transfusion. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional air leak testing was performed, and no leaks were noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to user error resulting from an improper connection, a bag change that allowed air into the circuit, or obstruction to the access line. Should additional relevant information become available, a supplemental report will be submitted.